Event description:
With tandem insulin pump the infusion set fails on insertion with cannula folding inhibiting insulin with only discovery due to high glucose. And tandem says the autosoft infusion sets are compatible but discovery in usage they are not compatible. Tandem t:slim x2 pump model 001000354, serial (B)(4). Basal rate stops at some point in period of time but before alarm occurs at 12 hrs after bolus with no add'l bolus. Cgm had no input or connection to pump. Received new pump, as listed here, from tandem (B)(6) 2019. At least 2 dozen infusion sets have failed in same manner.